Event description:
The pt underwent a pelvic mass excision and salpingo oopherectomy. The surgeon performed a midline fascia closure suturing with two strands of suture. One was placed superior and the other was placed inferior. The two strands met in the middle of the incision. In 2002, the physician noted that the wound had dehisced. The pt was brought back into the operating room for repair of the dehiscence. The surgeon found that the knots were intact. One suture strand appears to have broken. Reportedly, the ends of the broken strand displayed fraying.